Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother's friend reported via phone call that customer was hospitalized due to kidney failure and high blood glucose level on unknown date with blood glucose of 1440 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. It was unknown whether the customer was using auto mode or not. No further complications were reported. The device will not be returned for analysis.